Event description:
Treatment of giant fusiform vertebral / basilar artery aneurysm. It was reported that the aneurysm was reconstructed with eight pipeline devices in (b)(60 2010. The patient was put on clopidogrel and aspirin after the procedure. The patient recovered well and a follow up magnetic resonance imaging (MRI) was done 12 months post procedure, but angio was not performed because the patient had renal problems. Two weeks prior to (B)(6) 2012, the patient had to discontinue his anti-platelet medication in order to undergo a surgical procedure to remove a basal cell carcinoma from his face. Three days later, the patient suffered a pontine stroke and had locked in syndrome. An angiogram showed that there was a large amount of stent stenosis that caused a thrombus when the anti-platelet medication was discontinued. Subsequently, the family decided to discontinue further treatment and the patient expired on (B)(6) 2012.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted. (B)(4).